Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided from the customer. Calibration and quality control results prior to and after the event did not indicate an issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t stat result for one patient sample. All of the results were accompanied by data flags. The initial result was 0.136 ng/ml and was verbally reported as a preliminary result. The sample was repeated and the result was <0.010 ng/ml. The sample was repeated a second time on the same instrument and the result was <0.010 ng/ml. The sample was also tested on the customer's other cobas e411 analyzer and the result was <0.010 ng/ml. The final result of <0.010 ng/ml was determined to be correct and was reported in the computer system and outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative was unable to determine a cause. He replaced the measuring cell, performed a system volume check, adjustments and initial cell blank calibrations. To verify the analyzer operation, he ran performance testing with all results within specifications.